Event description:
It was reported that during the surgery a spark jumped from the tip of the device, at the same time the screen of the anesthesia monitor turned off.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. The visual inspection shows extensive electrode wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned device. Upon functional evaluation the device was plugged in to a good known q2 controller (p/n 28168-59) and was activated in a saline solution at default and maximum settings. Plasma at the tip of the wand was produced on the remaining electrodes. No manufacturing abnormalities nor the electrical short issue could be verified. The complaint was not verified but found the damaged electrode and the root cause could be determined to be expected wear/tear.